Event description:
This lead was implanted on (B)(6) 201 3 and was explanted on (B)(6) 2013 for an unknown reason. The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).